Event description:
Pt's body rejected the codman burr hole cover that was placed in their head during brain surgery. Surgery to remove a benign brain tumor and placement of the burr hole cover occurred in 2001. During the year following surgery, the surgery site would periodically open up, the wound would drain, and would seal over again on it's own after a few weeks. During june 2002 the site opened up again and drained but did not close up again. It continued to open up wider and they could see something (a foreign object) in it. Pt went to doctor who could not identify the object. They then went in for surgery. The surgery revealed that their body was rejecting the codman burr hole cover. Pt was not even aware that the device was there and said they later found out it was used for cosmetic purposes-to cover the indention from the surgery and to maintain the appearance of skull. The surgeon who removed the device had to grind away a great deal of bone to clean up and repair the area.